Event description:
It was reported by the sales rep that the shaft on the intraclude aortic device, icf100, kinked along the distal position of the shaft where the nitinol portion begins. The kink created high line pressures of 400 mmgh at a flow of 60cc/hr. As a result, adequate cardioplegia was not administered. No reported patient injury occurred. The device was discarded by the hospital.

Manufacturer narrative:
Device was discarded by the hospital, we are unable to perform an evaluation into root cause. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.